Event description:
On (B)(6) 2009, the patient was implanted with an scs system. It was reported that the patient was not satisfied with the stimulation coverage. On (B)(6) 2010, the physician decided to explant the patient's system and replace it with a newer device.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and instrument marks were noted on the can. No other visible anomalies were noted. The ipg passed the auto test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed functional testing and the low battery indication was not observed. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.